Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. This complaint applies to the product name icc (B)(4). The lot number could not be obtained. A review of the batch record and retain eval could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are a total of (B)(4) complaints of this type for this icc. None of them were confirmed. Non non-conformances or capas relating to the primary reason for contact for this icc were found in the non-conformance reporting system for the previous 12 months of case creation.

Event description:
Report received from the end users professional care provider states that the end user has developed a sensitivity to the white fabric collar on the flange that she has been using. The end user has had the rash for a couple of months now. The professional care provider gave the end user product to go under the collar, but the end user requested full flanges to be sent. The pt's subsequent outcome was not provided.